Event description:
It was reported that a vascular stent was difficult to advance through the left iliac artery and the stent started to prematurely deploy. The entire stent system was removed without incident and another vascular stent was deployed successfully. No pt injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.